Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was upper 300 mg/dl and almost at 400 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer also report the motor arm cannot communicate with the main arm alarm and also power loss alarm and customer was able to clear and rewind the pump. The customer did passed displacement test and also self test. Insulin pump will not be returned for analysis.